Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-3000aw serial/batch number (B)(6) was received for evaluation. Functional testing could not be conducted because of the lack of a mating part. A visual inspection revealed damage at the distal end of the tip-signs of wear and tear. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The device was manufactured in 2021.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device has not yet been evaluated. The investigation is in progress. When the device evaluation becomes available, a follow-up report will be submitted.

Event description:
On 05/20/2024, it was reported by a facility representative via (B)(4) that an ar-3000aw scope is overheating. This occurred during use in a case with no patient impact.